Event description:
The dr claims that during the procedure, "oozing" was noticed from the graft wall and blood spouted from its bifurcation. The wall leakage stopped by itself within approx 5 minutes. The leakage from the bifurcation was stopped with sutures. The quantity of blood lost through the graft is unattainable. The graft was left in the pt. The dr stated that the leakage did not result in an injury to the pt, but the pt has not done well due to post-operative ileus, which is not related to the graft.